Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front and rear therapy electrode pads from the garment rubbing his skin. The patient reported that his doctor instructed him to put a lotion on the area. Multiple attempts to follow up with the patient on the condition of the skin irritation was unsuccessful. The final medical outcome of the irritation is unknown.